Event description:
The pump was returned for investigation. Investigation revealed intermittently responsive keypad buttons, contamination under the keypad buttons, a dim and discolored display screen and a cracked battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. All of the keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. The display screen was dim and discolored. The battery compartment was cracked. Unrelated to these issues, the keypad cover was torn. (B)(6).